Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The reported complaint was not confirmed. 2x volumetrics of 120ml/hr and 10ml tested in spec: 1st test: 10.2ml or 102% of expected volume. 2nd test: 10.2ml or 102% of expected volume. Volumetrics run of 63ml/hr and 24 hours (1512ml) tested in spec at 1519ml or 101% of expected volume. Log review shows on (B)(6) 1990 and 20:03pm (pump with incorrect date) an infusion start of 63ml/hr and 1896.8ml. On (B)(6) 1990 and 15:22pm the pump was placed on hold with a volume to be delivered of 679.5ml. Infusion was started with volume to be delivered changed to 479.5ml. At 16:54pm pump was placed on hold with a volume to be delivered of 383.5ml. Pump had no further infusion activity. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 3: end user reports that three patients had over infusion of tpn at varying rates. Patient information was provided; however, the end user is unable to clarify which pump went to which patient. The pumps infused tpn in 22 hours versus 24 hours. Medical intervention included monitoring of the electrolytes, glucose blood sugar and vital signs, all within normal limits. Dextrose 10% injection infused. All patients did not have an injury as a result. Patient number one is : (B)(6) y/o male, weight (B)(6), tpn continuous 75ml/hour over 24 hours for critically ill patient with colostomy. Patient number two is : (B)(6) year old male, weight (B)(6), tpn continuous 75ml/hr over 24 hours for critically ill patient post op ex laparotomy with cecal volvulus and ischemic jejunum. Patient number three: (B)(6) year old male, weight (B)(6), tpn 63ml/hr over 24 hours for short gut syndrome due to extensive intra-abdominal surgery and several drains in place. No further information can be provided by end user.